Event description:
It was reported that a philips omniwire was used in a diagnostic coronary procedure concomitantly along with a non-philips guide catheter. During the procedure, the non-philips guide catheter that was being used caused a dissection. The omniwire did not cause or contribute to the dissection, and there was no harm to the patient due to the use of omniwire. A stent was put in to complete the procedure. Philips is not the manufacturer nor importer of the above-mentioned guide catheter. The manufacturer of the medical device is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".